Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no scrolling numbers display anomaly. The insulin pump was received with scratches on the display window, cracked battery tube threads, cracked reservoir tube window and cracked reservoir tube. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 535 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer was advised the up or down arrow may have been stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.